Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the device failed to cross the lesion due to calcification and the balloon ruptured during inflation. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 15mm tear starting from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the device failed to cross the lesion due to calcification and the balloon ruptured during inflation. The procedure was completed with a different device. No patient complications were reported.